Event description:
The customer reported that during use of this concept suture passer needle with the concept suture passer (item #smi-00m) in an arthroscopic rotator cuff repair procedure on (B)(6) 2014, the tip of the suture passer needle broke off. No detail information provided by the user facility as to how the breakage occurred. However, the report indicated that one of the conmed representatives was present in the case and noticed a tiny piece of the suture needle tip had broken off and brought this to the surgeon's attention. The surgeon acknowledged that the tip had broken off, but did not make any attempts to locate and/or retrieve the tiny broken fragment. The broke tip approximately 1mmx2mm, was therefore presumably left in the surgical site. The procedure was otherwise completed with no further complications, no surgical delay or patient injury reported. It was also reported that the remainder of the suture passer needle was disposed of at the (B)(4) facility. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
As reported, the remainder suture passer needle is not expected for evaluation, as it was discarded at the (B)(4) facility. Without the actual product, an evaluation could not be performed and the root cause of the reported failure was unable to be determined. The involved suture passer was not returned for evaluation, as the device reportedly performed as intended with no problems noted. A review of the device history record showed this lot was manufactured on 22-jan-2014 in a lot of (B)(4) units ((B)(4)) with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. The suture passer and needle were released in aug-2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported regarding this type of incidents. To reduce the risk of needle breakage and patient injury, the product's instructions for use (IFU) provides the user the following warnings: -avoid lateral stresses to the instrument or device function may be compromised. -do not use if parts are broken, cracked or worn, or device function may be compromised. -whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. -if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. -do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. Device disposed of at user facility.